Event description:
A certified diabetes educator called to report that the insulin pump was not recording the boluses in the bolus history. She also reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 206 mg/dl during the phone call. Troubleshooting was performed and no boluses were found in the bolus history on two dates. Although the customer stated she did bolus on those days. It was also stated that when programming a 25 unit bolus, the insulin pump would stop at 10 units, but the entire 25 unit bolus would appear in the bolus history. The customer called later for troubleshooting and the insulin pump passed the leadscrew test. The customer stated the boluses are currently being recorded properly and she feels comfortable continuing to use the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.